Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 19. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.